Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
On 2019-oct-24 arjo was informed about an incident related to maxi sky 440 ceiling lift. It was reported that during attaching the strap to the trolley, the magnetic rod of the reacher detached and fell on the caregiver. In effect, the caregiver sustained 'bump in the head' and had one day off work. There was no medical intervention needed. The reacher is an accessory for facilitating attaching the maxi sky 440 ceiling lift to the installation. From the information gathered, the reacher was not an original arjo accessory and consisted of two parts: the hook and telescopic rod, kept together by a magnet. There is no indication of arjo ceiling lift malfunction.

Manufacturer narrative:
On 2019-oct-24 arjo was informed about an incident related to ceiling lifting system. It was reported that during attachment of the maxi sky 440 ceiling device strap to the installation trolley, part of the reacher detached and fell on the caregiver. In effect, the caregiver sustained injury described as 'bump in the head' and had one day off work. There was no indication that any medical intervention was needed. From the information gathered, the reacher was not an original arjo accessory. As the reacher was used with few maxi sky 440 devices at this facility, it was impossible to determine which ceiling lift was involved in the incident. There was no indication of the maxi sky 440 ceiling lift malfunction. When reviewing similar reportable events, no trend can be observed for cases connected with using unauthorized reacher. The ceiling lifting system consists of the installation and the maxi sky 440 lifting unit, which can be easily detached from the track and transferred to another room or installation. The lifting unit is attached to the track using carabiner. In case the installation is mounted high on the ceiling, there is a reacher available - an accessory which consists of: the loop (which should be connected to the carabiner), the hook (attached to the trolley moving along the track), the rod (providing an easy way to install and remove a portable lift from the track trolley). An original arjo reacher is a solid construction that should be hooked to the trolley before transfer and left there until the lifting unit needs to be removed, according to the instruction for use (IFU, 001.08315.en rev. 6). The investigated reacher, provided by a third party company, has completely different design. It consists of two parts: a hook and a telescopic rod (connected by the magnet). In the investigated situation, the magnetic connection between the hook and rod disconnected during attaching the strap to the trolley, causing rod to fall onto the caregiver's head. The instructions for use of the maxi sky 440 (IFU 001.16000.33.en rev. 17) clearly states that solely arjohuntleigh components and accessories are intended to be used with our devices: warning: "arjo strongly advises and warns that only parts designated by arjo should be used on products and other devices supplied by arjo. Injuries can be caused by the use of inadequate parts." The IFU of the reacher (001.08315 rev. 6) presents the adequate way to install the carabiner in the reacher, and the reacher in the ceiling lift trolley. Warning: "any other installation method is unsafe and may result in injuries". Comparing facts gathered and arjo IFU's warnings, the reportable case represents unauthorized usage of the ceiling lift accessory. There was no indication of any malfunction of the arjo components that link the ceiling lift and the track. To sum up, arjo device itself was up to manufacturer's specification. It was used for the patient transfer and played the role in the investigated incident by being a part of a lifting system that failed due to unauthorized use of non-arjo accessory. No serious injury was sustained.